Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed, as necessary. This report is associated with 1819470-2024-00046 since there is more than 1 device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a male patient of unknown age and ethnicity. Medical history was not provided. Concomitant medication included hydrochlorothiazide, reserpine. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) via cartridge with humapen ergo teal/clear at unknown dose and frequency, via unknown route of administration for the treatment of an unknown indication, beginning on an unknown date. On an unknown date, while on insulin lispro treatment, he did not know how many units he injected (pc number (B)(6); lot number 40034) (pc number (B)(6); lot number a1518). He also experienced that both the pens were from 2003 and he used pens for more than 6 years (considered improper use) after first use or after the expiry date stated on the packaging. Information regarding corrective treatment, outcome of the event and the status of insulin lispro therapy were not provided. The operator of the suspect humapen ergo teal/clear was the patient and his training status was unknown. The humapen ergo teal/clear model duration of use and suspect humapen ergo teal/clear duration of use was not provided. The action taken with suspect humapen ergo teal/clear was not provided. The humapen ergo teal/clear device was returned to the manufacturer on 16-aug-2024. The reporting consumer did not provide the relatedness assessment for the events with insulin lispro drug or humapen ergo teal/clear. Update 22-aug-2024: additional information was received from affiliate on 20-aug-2024. Added devices lot number and pc (B)(6) was processed. Updated devices from humapen savvio red to humapen ergo teal/clear and narrative accordingly. Update 26aug2024: additional information received on 20aug2024 from global product complaint database. Reiterated the suspect device humapen ergo teal/clear. Reiterated item code to ms8929 and lot number 40034 for product complaint (B)(4) relating to humapen ergo teal/clear. Added date returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 09sep2024: additional information received on 05sep2024 from global product complaint database. Updated the medwatch fields/ european and canadian (EU/ca) device fields for device expedited reporting, improper use and storage reiterated as yes, malfunction changed from unknown to yes/cirm and device return status to returned to manufacturer. Added date returned to manufacturer for the devices relating to pc (B)(6). Corresponding fields and narrative updated accordingly. Edit 17sep2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4) this spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a male patient of unknown age and ethnicity. Medical history was not provided. Concomitant medication included hydrochlorothiazide, reserpine. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) via cartridge with humapen ergo teal/clear at unknown dose and frequency, via unknown route of administration for the treatment of an unknown indication, beginning on an unknown date. On an unknown date, while on insulin lispro treatment, he reported that both pens were defective and he no longer knew how many unites he injected and feared it could lead to hypoglycemia (pc number (B)(4); lot number 40034) (pc number (B)(4); lot number a1518). He also experienced that both the pens were from 2003 and he used pens for more than 6 years (considered improper use) after first use or after the expiry date stated on the packaging. Information regarding corrective treatment, outcome of the event and the status of insulin lispro therapy were not provided. The operator of the suspect humapen ergo teal/clear was the patient and his training status was unknown. The humapen ergo teal/clear model exact duration of use and suspect humapen ergo teal/clear duration of use was not provided. The action taken with suspect humapen ergo teal/clear was not provided. The humapen ergo teal/clear devices were returned to the manufacturer on 16-aug-2024 (lot numbers 40034 and a1518). The damage to the device occurred while in the field (not related to the manufacturing process) and was likely used beyond use life. The reporting consumer did not provide the relatedness assessment for the events with insulin lispro drug or humapen ergo teal/clear. Update 22-aug-2024: additional information was received from affiliate on 20-aug-2024. Added devices lot number and (B)(4) was processed. Updated devices from humapen savvio red to humapen ergo teal/clear and narrative accordingly. Update 26 aug 2024: additional information received on 20aug2024 from global product complaint database. Reiterated the suspect device humapen ergo teal/clear. Reiterated item code to ms8929 and lot number 40034 for product complaint (B)(4) relating to humapen ergo teal/clear. Added date returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 09 sep 2024: additional information received on 05 se p2024 from global product complaint database. Updated the medwatch fields/ european and canadian (EU/ca) device fields, improper use and storage reiterated as yes, malfunction changed from unknown to yes/cirm and device return status to returned to manufacturer. Added date returned to manufacturer for the devices relating to (B)(4). Corresponding fields and narrative updated accordingly. Edit 17sep2024: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 22-sep-2024: upon review of the information received on 20-aug-2024, the statement of did not know how many units he injected was updated to patient reported that both pens were defective and he no longer knew how many unites he injected and feared it could lead to hypoglycemia. No other changes were made to the case. Update 26 sep 2024: additional information was received from the global product complaint database on 20 sep 2024 for the (B)(4). As a device specific safety summary was not provided, the malfunction and malfunction type were not updated to no at this time. Corresponding fields and narrative updated accordingly. Update 26 sep 2024: additional information received on 26 sep 2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for pc 7410288. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as yes, malfunction from yes/cirm to no and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 02 oct 2024: additional information received on 30 sep 2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as yes, malfunction from yes/cirm to no and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Edit 04 oct 2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 07 oct 2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 08 oct 2024: upon internal review updated malfunction from yes/not cirm to yes/cirm for humapen ergo teal/clear associated with (B)(4). Edit 09 oct 2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 10 oct 2024: upon internal review corrected date dsss was received, narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 02 oct 2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2024-00046 since there is more than 1 device implicated. Lss analysis summary a male patient reported that his humapen ergo device was defective, and he did not know how many units he injected. A non-serious adverse event of incorrect dose administration was reported. Investigation of the returned device (batch 40034, manufactured march 2001) found two broken clear cartridge holder engagement tabs caused by damage in the field, not related to the manufacturing process. Malfunction confirmed. While the exact date the patient started using the device could not be determined, based on the amount of time elapsed since this device had been manufactured (march 2001) it is likely that the patient used it beyond its approved use life. The humapen ergo user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process) and the device was likely used beyond use life.